Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise on the atrial lead. The physician elected to explant and replace the atrial lead. Patient was stable before, during, and after treatment.

Manufacturer narrative:
The reported event for noise was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.